Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An as-received simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test and a valve actuation test. The load cell verification was within tolerance. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid in the recesses of the bottom cover adjacent to the pump assembly, on the bottom cover behind the front panel assembly, and on the inside of the top cover. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿ clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the serious adverse event(s) of death. The etiology of the event(s) is unknown; therefore, causality cannot be established. Per the home therapies program manager (htpm), the patients expiration was unrelated to a fresenius product(s) or device(s); however, the patients death occurred while the patient was undergoing ccpd therapy. The end stage renal disease (esrd) (esrd) population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, adults with esrd have mortality rates up to 30-fold higher than the general population. Based on the totality of the information available, the liberty select cycler cannot be disassociated from having a possible contributory role in the event(s). While there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused the event(s). The lack of information (e.g. Esrd death notification, autopsy report, death certificate, and treatment data) and a manufacturer evaluation of the suspect device, the liberty select cycler cannot be excluded from the event(s).

Event description:
A registered nurse (rn) reported that a peritoneal dialysis (pd) patient had passed away and was hooked up to cycler when found by the patient contact. The rn reported that the clinic has the cycler and cause of death is unknown at this time. Upon follow-up, the home therapy program manager (htpm) reported the patient contact had not spoken to the patient since (B)(6) 2020 (monday, patient reported as sunday) at approximately 8:00 pm est. The patient contact unsuccessfully attempted to contact the patient on (B)(6) 2020, and on (B)(6) 2020 (wednesday, patient reported as tuesday) went to the patients home. The patient had expired and was connected to their liberty select cycler and continuous positive airway pressure (CPAP) machine. The patient contact stated the patient had not been feeling well (specifics not provided) and was scheduled for a scan (specifics not provided) ordered by the pulmonologist due to a persistent cough.